Manufacturer narrative:
Product ID: 5076-52 lead implanted: (B)(6) 2004.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds, low pacing impedance and was undersensing the r waves. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was decreasing. The right ventricular pace impedance is steady at approximately 298 ohms through (B)(6) 2015, and then begins to fall very gradually to 209 ohms by (B)(6) 2016. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. The right ventricular capture threshold is steady at approximately 1.29 volts through (B)(6) 2015, and then rises out of range by (B)(6) 2015. Analysis of the device memory indicated a r-wave amplitude measurement issue. The r-wave amplitude consistently decreases from 7.375 mv to 0.75 mv from (B)(6) 2015 to (B)(6) 2016.

Event description:
It was further reported that the right ventricular (rv) lead was capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed, and the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. The inner insulation of the lead developed a breach due to metal ion oxidation while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was explanted.